Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note an add'l device implanted and related to this event: (B)(4).

Event description:
On (B)(6) 2011, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The physician chose to not cover an accessory renal due to the right renal artery being stenotic. Since the accessory renal remained patent, the physician had to deploy the trunk-ipsilateral leg component lower than desired. The contralateral gate was compressed so an unplanned aorto-uni-iliac (aui) procedure and a femoral-femoral bypass surgery were performed. It was also reported that the patient's common iliac artery on the ipsilateral side was coiled. No further complications were reported and the blood flow was restored. The patient tolerated the procedure.